Event description:
It was reported via a customer survey that a patient was on peritoneal dialysis (pd), but their catheter failed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).